Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. The pump was unable to verify no delivery alarm due to prime anomaly. The pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, displacement test and rewind. The pump was unable to perform occlusion test and no delivery test due to prime anomaly. The pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call of excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 138 mg/dl. The customer stated that he changed the set a couple of times and still received the no delivery from the insulin pump. The customer stated that the insulin is not expired or denatured. The customer does rotate sites and avoid scar tissue. The customer was advised to avoid bending the tubing where it connects to the reservoir. The customer was advised that strain on the tubing at the tubing connect cap may contribute to no delivery alarm. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.